Event description:
It was reported that at the initiation of cardiopulmonary bypass, and during the case, there were several instances where the level sensor did not transmit a stop signal to the system, even though the liquid level was within the "stop" area of the sensor level for vhk1100 and vhk31000 reservoirs. Effect to pt was not reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device has not been returned for evaluation. The investigation is ongoing and a supplemental medwatch will be provided when additional info becomes available.

Manufacturer narrative:
The device was not available for return to the factory for investigation. A photograph was provided. Performance tests were carried out using both vhk11000 and vhk 31000 reservoirs, and it was established that the level sensor pad works without deviations in several positions on both reservoirs. Initially, the probable root cause was thought either to be a defective level sensor on the hl 30 heart-lung machine used by the customer, or that the level sensor pad on the reservoir was not correctly positioned by the user. A non-conformance ((B)(4)) was opened to address the issue. It was established that this issue is restricted only to one institution. As part of the corrective actions, an on-site test was performed by a field service engineer from the (B)(4) sales and service unit confirming that the hl 30 sensor was working as specified, thus eliminating the hl 30 as a possible root cause. The customer was contacted by the global product manager and in a meeting on october 25,2013, the chief perfusionist at the customer confirmed that he is now placing the sensor pad according to the the instructions for use, and that there are no longer any problems. No further investigation or action is warranted.

Event description:
(B)(4). The initial medwatch # 8010762-2013-00049 was submitted as paper on september 30, 2013